Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) lot 0670 on (B)(6) 2011 alleges urinary retention, urgency, uti, overactive bladder, hematuria, uti re-hospitalization and additional surgery of plaintiff occurred on (B)(6) 2011.